Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer (fse) found retractor band on the back of drawer was physically damaged so replaced with new one. Second drawer just needed to be recovered for bad cubie and reloaded. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2 drawers failed on wt 17 pyxis 3. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.